Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the right ventricular (rv) lead, along with a high right ventricular (rv) lead threshold noted several months prior. It was noted the rv lead threshold appeared to be chronically elevated. Suspected intermittent sensing in the right atrial (ra) lead was recorded as arrhythmia episodes. The physician noted the patient experienced bradycardia and suspect no capture on the bedside telemetry. The ra lead and rv leads remain in use at this time. No further patient complications have been reported as a result of this event.